Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Potential noise seen on hmsc rv lead monitoring recording from 06-nov-2023. The short rv interval counter began incrementing and has trended up since september 2023. The patient will be brought in for a lead evaluation, postural and isometric testing was also recommended. Lead remains implanted. No adverse patient events reported. Should additional information be received, this file will be updated.